Manufacturer narrative:
Received two pictures of a piecing pin. One showed the piercing pin with a black circle and arrow pointing out a black unknown particle on the piercing pin. The second picture showed the piercing pin with a black unknown particle. The complaint of contamination on the "spike" can be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The customer reported that the set which was found to have contamination on the spike which was noticed upon opening the device from package. There was no patient involvement and no patient harm reported.